Event description:
It was reported that patient experienced discomfort due to its position. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in june 2023.

Event description:
It was reported that patient experienced discomfort due to its position. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.